Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20119638. Medical device expiration date: 2021-11-24. Device manufacture date: 2020-11-24. Medical device lot #: 20109527. Medical device expiration date: 2021-10-19. Device manufacture date: 2020-10-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pressure rated ext set bonded ss 8.5" experienced flow issues. The following information was provided by the initial reporter: we are having an issue with several lot #'s for 2000e and 22003e-07. The sets and connector are not flushing, "I collapsed a syringe from pushing so hard."

Event description:
It was reported that 2 pressure rated ext set bonded ss 8.5" experienced flow issues. The following information was provided by the initial reporter: we are having an issue with several lot #'s for 2000e and 22003e-07. The sets and connector are not flushing, "I collapsed a syringe from pushing so hard."

Manufacturer narrative:
Investigation summary three samples (model #22003-07, lot #20119638) were returned by the customer. It was reported that the sets and connectors are not flushing, which resulted in a collapsed syringe. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of two samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of one sample was not open and was unable to be flushed. The customer complaint can be verified in this sample. A device history record review for model 22003e-07 lot number 20119638 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25nov2020. There was one quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 22003e-07 lot number 20109527 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.